Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited elevated sensing integrity counter (sic), high rate non-sustained episodes, crosstalk, and had dislodged. Lead detections were turned off until a lead revision takes place. No patient complications have been reported as a result of this event.